Event description:
Caller reported that a malfunction occurred with the pump. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the pump, after which the malfunction code did not recur. Customer was advised that the pump could continue to be used and to call back if any issues reoccurred, which the caller acknowledged and understood.